Event description:
It was reported that during a ¿he¿ procedure the blade was broken but could be removed. No further information is available. No patient consequences. One device is returning.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis. Should the device be returned for analysis, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.